Event description:
Healthcare professional reported capsular contracture baker grade unknown and "multiple folds". Later, healthcare professional reported capsular contracture baker grade iii/IV. This record is for the right side. The device has been explanted and replaced with a non-abbvie device. The device cannot be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Photo evaluation: it is not possible to determine the lot number or catalog through the photos provided. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.